Event description:
Pt dialyzing via split-ash cath. Five minutes after rounds, pt was heard making gasping noise. Upon assessment, arterial blood line was found to be disconnected from venous limb of catheter. Estimated blood loss approx 1000ml.